Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because the reservoir herniated, causing discomfort to the patient. The reservoir was removed and replaced. There were no additional patient complications reported.